Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold, low pacing impedance, and varying r wave sensing amplitude due to micro-dislodgement. Programming changes were performed. The patient was unstable after procedure.